Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. Product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. Not enough information was provided from the account to properly complete an investigation. The root cause could not be identified by the investigation. Additional information has been requested. (B)(4).

Event description:
A surgeon reported a patient with an unexpected hyperopic outcome following an intraocular lens (iol) implant surgery. The surgeon also reported the patient's near vision was "very bad." The surgeon is not planning to explant the iol but is planning to implant an iol in the fellow eye. Additional information has been requested.